Manufacturer narrative:
The device was not explanted. Nevro attempted to obtain information regarding the event; however, no additional information could be obtained. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Event description:
It was reported to nevro that a patient was admitted to the hospital due to an infection from bacterial colitis. Stimulation is currently on and there have been no reports of further complications.